Event description:
It was reported that while trying to stent a stenosis in the common iliac, the back end of the devie popped out, causing the stent to deploy 2.5 cm away from the planned location. A new device was used to complete the procedure.